Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse confirmed with the site the iesu was set to single pad configuration. Fse came on site and changed the setting to dual and confirmed the iesu recognized the pad. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the site was trying to use the erbe and grounding pad was not recognized. The site could not use the monopolar energy. The site had tried 4 grounding pads and the issue remained with the grounding pad icon remaining red. Intuitive technical service engineer (tse) recommended the site to put the grounding pad on a nurse forearm and reboot the erbe and the grounding pad icon remained red. The customer did not have another x-system. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.